Manufacturer narrative:
During a follow up with the customer, it was confirmed that the cleaning sterilization and disinfection (cds) processes were not performed adequately at the user facility. It has been indicated to olympus that the device will not be returned for testing and evaluation. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section h3 was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of foreign material could not be determined. Considerations: ·from obtained information, foreign material may have remained from reprocessing of the device. It was confirmed through customer follow up that reprocessing was not conducted properly at the user facility. ·whether there was physical damage at where the foreign material remained was unknown given the lack of device return. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope air/water nozzle was clogged and there was foreign material seen at the tip. The nozzle was replaced. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.